Manufacturer narrative:
A review of the DHR was completed, there was no noted non-conformances with raw materials or the process including the device testing for final release.

Event description:
Complaint that adhesive is coming off of pad when removed from the paper release liner.